Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 f1908: delay of less than one hour f26: no patient impact g2: this event occurred in portugal, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when performing the second 3d verification scan, the system was not able to initialize the acquisition. A reset was performed on the image acquisition system (ias), and the system was then able to successfully perform the scan. There was no patient involvement. Additional information was received. The verification scan took place while the patient was present, specifically after placement of screws. A patient was present. The type of procedure was a transforaminal lumbar interbody fusion (tlif). There was a delay of 3-5 minutes waiting for the image acquisition system (ias) to reset. There was no impact on patient outcome.